Event description:
Increased pain in right knee, increased swelling in right knee, pseudogout in knee. Info was rec'd in 2004 from a nurse regarding a pt, who experienced an increase in pain and swelling in the right knee. The pt's medical history and indication for receiving synvisc were unknown. In 2003, pt received a first series of synvisc injections in the right knee without any problems. The pt began a second series of synvisc injections in 2004. Pt rec'd a single synvisc injection in each knee. 2 days later, the pt reported an increase in pain and selling in the right knee. The right knee improved and the physician injected both knees again 8 days later. The pt returned to the physician's office on an unknown date with pain and swelling in their right knee and no complaint for the left knee. There was no info regarding whether the pt completed treatment with synvisc. Add'l info was rec'd the following month from the pt's physician. The physician reported that the pt has a history of degenerative joint disease in both knees and pseudogout in the knee. Synovial fluid was sent for analysis (results not provided). The physician injected depo-medrol 40mg. Into the joint. At the time of this report, the pt's outcome was unknown.